Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose, and unknown allegation on pump. The customer reported hypoglycemia treated with glucagon. The event involved product(s) unomedical, mmt-1884, unk_reservoir. It was unknown whether the insulin pump was used not within 48 hours of reported event or not and it was unknown whether the automode feature was active at the time of low blood glucose event or not. No further patient complications were reported. No product return is required for unomedical. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for unk_reservoir.

Manufacturer narrative:
The pumps audio functioned properly during the self-test. Additional information has been received regarding analysis summary which was not included in the initial follow-up report the information has been provided in section h11 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's husband reported that sensor glucose was 136mg/dl and 20min later, blood glucose was in the 30's mg/dl. Customer was eating brunch in a restaurant at the time. Restaurant staff gave a glucose drink for the low and paramedics were called. Glucagon was not given. He alleged over delivery. Caller said there was no alert for low blood glucose of below 50mg/dl. Troubleshooting was partially done for the sensor issue and for the low. Pump was used within 48 hours of the low. Per carelink, smartguard was used at the time of the low. Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm on the event date 03-dec-2024. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.